Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 60 mg/dl and chocolate milk was consumed to address the bg. The customer was relating the low bg to blood found in the non-tandem cannula; however, the details on how this caused a low bg was not reported.